Event description:
Event description guidant received information that during the implant procedure, this cardiac resynchronization therapy defibrillator's (crt-d) left ventricular setscrew did not make sufficient contact with the lead. The lead impedance measurements were out-of-range, and it did not pace or sense. The guidant torque wrench was used. The setscrews were retrtacted and re-tightened, however the lead could be pulled out.the device was explanted and replaced.